Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed main board failure, broken system connector support, and front case was replaced due to broken stim button bosses. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a few days ago(pt also said a couple of days ago) pt mentioned their controller displayed "replace controller batteries soon" when charging the ins. Pt said around the same time they got the "replace controller batteries soon" message, the recharger antenna plug started "falling out" of the port on the controller and pt got "reconnect the recharger" message. Then, yesterday, the controller had a bunch of numbers on the screen(pt described as "gibberish") and the controller had lines through the screen. Pt said "last night the controller was not turning on at all." Today, all the pt could see on the controller screen were battery icons and the words "stimulation is on," but the rest of the screen was blank. During the call, the pt performed a hard reset on the controller and the controller responded as expected. Pt got the lock screen, but said the controller was "rattling" inside. Pt also said the screen was getting "duller and duller" as the pt installed the li battery pack.